Manufacturer narrative:
Device evaluated by MFR. The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Bsc ID# (B)(4).

Event description:
It was reported tissue damage occurred. A jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The ablation was started with blades out but it was noted that some of the vessel wall came out into the catheter. A balloon angioplasty was performed, leaving the balloon up for a long time. No patient complications were reported and the patient status was fine.